Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as onset, the patient was treated with intraperitoneal (ip) ceftazidime one gram per day and ip vancomycin 2gram per day for two days. Ten days after onset the patient was started on oral ciprofloxacin 500 mg once a day for the peritonitis event. At the time of this report the patient remained on the ceftazidime and ciprofloxacin therapy and was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that on (B)(6) 2015, the patient stopped treatment with ceftazidime and ciprofloxacin and was recovered from the event on the same day. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.